Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised to contact support again if the issue reappeared, and they acknowledged and understood the instructions.